Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital; had a heart attacked at home and was taken to the hospital via ambulance. The customer was hospitalized on (B)(6) 2017. The cause of death was myocardial infarction. The caller stated that the customer had been vomiting the day of passing. The caller did not know the customer's exact blood glucose at the time of passing, however, stated that it was elevated. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer was using sensors or not. The caller stated that they do not know where the customer's insulin pump is.